Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2011 for pain in her left foot to the knee. It was reported that the patient felt ineffective stimulation coverage. An x-ray revealed the lead appeared to be implanted more to the right than to the left. It was reported that the lead was in this same position at implant, but intraoperative testing was not performed. The physician plans to revise the lead; however, a surgery date is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.